Event description:
It was reported that during percutaneous coronary intervention, a balloon rupture occurred. The target lesion details are unknown. The 8.0mm x 20mm apex balloon catheter was advanced into the patient. Inflation was performed once to 10atms. During the second inflation, the balloon ruptured at 10atms. The device was removed intact and the procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR:device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).